Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asevf073 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asevf073) have been reported from the same facility.

Event description:
It was reported the CT power injectors pressuring out. What they¿re being treated for: cholangiocarcinoma of the liver, no pt. Harm. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the CT power injector pressuring out during CT injection was inconclusive because the device was fully occluded and the pressure/volumetric flowrate relationship could not be characterized. The product returned for evaluation was one 20ga x 1¿ powerloc max safety infusion set. Usage residues were observed throughout the sample and the safety mechanism was engaged. Crystalline precipitate was observed within the extension tubing. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be fully occluded by the precipitate within the extension tubing. Microscopic inspection of the sample confirmed the presence of occluding precipitate but was otherwise unremarkable. The presence of occluding precipitate suggest that residue buildup within the deivce may have contributed to the reported event; however, the lack of ability to test the sample under power injection prevented confirmation of the reported event. Consequently this complaint is inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the CT power injectors pressuring out. What they¿re being treated for: cholangiocarcinoma of the liver, no pt. Harm. No other information was provided.